Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the conveyor connector in the decapper unit of the power processor sample processing system with generic connections combusted. Customer reported that the wire caught fire and melted. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the wires, a power switch and a fuse in the module.